Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During an (af) procedure, when attempting to zero the ablation catheter, there was no contact force reading and the catheter contact force could not be reset. The tactisys was power cycled, the catheter-tactisys connections were unplugged and re-plugged, and the tactisys-dws connections were unplugged and re-plugged in attempt to fix the problem. None of these attempts were successful so another tactisys was used to alternatively fix the problem. This attempt was also unsuccessful. The catheter was replaced by another tacticath se, df. No patient consequences were observed and the procedure resumed as normal.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.